Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that six out of ten infusion sets have failed to last less than a day due to leakage. Infusion sets have been in use for hours not for a complete day. The sets have been leaking out from the bottom that clips to the pump and the patient states the tubing did not come apart. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-02510 - device 1 of 6.